Event description:
Additional information received indicated to address the issue, the leads were explanted and replaced. No complications were noted during the procedure.

Manufacturer narrative:
Reporter phone number: (B)(6). The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow up information identified only one of the patients leads was explanted and replaced. Both leads have been reported as it is unknown which octrode serial number was explanted.

Event description:
Follow up information confirmed lead 3186 serial number (B)(6) was explanted and replaced on (B)(6) 2020. The patient¿s other 3186 lead serial number (B)(6) remains implanted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-00977. It was reported that the patient experienced ineffective therapy and has high impedances on one of their leads. As a result, surgical intervention may be pending to address the issue. Note: it is unknown which lead is liable, as such both are being reported.